Event description:
The customer reported non-reproducible erroneous dign (digoxin) results, for one patient, involving unicel dxc 600 synchron system. The customer indicated poor quality control (qc) digoxin precision. The customer stated, the patient sample was analyzed in triplicate with varying results. The result of 1.7 ng/ml was released out of the laboratory and questioned by the hospital. There was no report of patient injury or change in patient treatment associated with this incident. The customer noted difficulty with dign calibration. Beckman coulter customer technical support (cts) advised the customer to discontinue use of the unit until performance was verified. Beckman coulter cts instructed the customer to retest all patient samples for dign. Additional patient results indicated previous patient samples were sent to a sister laboratory for verification. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
Review of quality control (qc) and calibration data showed a large amount of qc data outliers with results greater than 3 standard deviation (sd) above the mean and calibrations with span issues between 2 adjacent levels of calibrator. The issue had occurred on several different cartridges of 3 different lot numbers. Qc observed sd, cv (coefficient of variation) for the month did not meet unity qap (quality assurance program) acceptance limits for multiqual or beckman coulter published precision specifications. The field service engineer (fse) noted a cc reagent probe bias. The fse replaced the cc sample probe, reagent mixer paddles, and cc reagent probes. The unit conformed to the manufacturer's published performance specifications. On (B)(6) 2012, the customer stated, the instrument has been in normal operation.